Event description:
Additional information received reported that the cause has not been determined. Strong tortuosity may have affected the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a ped2 pipeline failed to open and twisted. The pipeline body region twisted and did not open. The slack before deployment was resolved, massaged with micro/distal access catheter, system push after the stent expansion amount was extended, etc., the twist was not resolved. The relationship to twist is unknown, but when the sleeve was turned over, the tip of the stent seemed to be slightly got frayed. The opening was slightly trumped, but the decision was made to use pta to expand and crimp the blood vessel. The deployment failure was in the proximal side of the stent. The center of the pipeline was positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed 3 or more times. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared according to the package insert. The patient was being treated for an unruptured, saccular aneurysm in the right internal carotid artery (ica), c2. The max diameter of 5mm and the neck diameter was 3mm. The distal landing zone was 2.6mm and the proximal landing zone was 4.7mm. Vessel tortuosity was strong. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.